Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture broke. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned needled sutures did not account for the entire product, so a complete examination was not possible. The circumstances and force required to cause the breakage could not be determined.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.